Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter act diff analyzer was generating x's on a few samples as an instrument flag message. The customer called back and reported results did not match the results from patient's prior visits. The customer provided two (2) runs each from two (2) patients analyzed on (B)(6) 2012. The erroneous results were reported outside the laboratory. The doctor questioned the results. Correct results for the current samples have not been submitted. When compared to the previous sample, patient (B)(6) current runs show erratic results for mean cell volume (mcv), high mean platelet volume (mpv), and lower platelet (plt). Also for the first run, high hematocrit (hct) and low mean corpuscular hemoglobin concentration (mchc) results. There were instrument generated flags for the white blood count (wbc) results only. When compared to the previous sample, patient 2 current runs show low mcv, hct, and high mpv, mchc. Plt results were lower. All results contained instrument generated messages. Bec customer technical support (cts) found they were getting apt alerts on either the wbc (white blood cell) or rbc (red blood cell) parameter on different samples. A service call was initiated. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Samples were drawn in edta tubes and analyzed fresh in open vial mode. Previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run the morning before the incident and recovered within range. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse troubleshot the problem, but issue continued. Parts have been ordered, and fse will return to repair instrument. Failure mode is currently unknown.